Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and loss of capture (loc). The patient was reported to experience asystole. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and loss of capture (loc). The patient was reported to experience asystole. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.